Event description:
A customer' father reported via phone call indicating that the customer's insulin pump alarmed and is squirting insulin. The patient's blood glucose level was 9.3 mmol/l at the time of the call. The customer stated that they are not sure if the insulin pump was dropped. The customer sent the product back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump gave an alarm during the basic occlusion test due to a loose/protruded drive support disk. The pump also had minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.